Event description:
Apparently the staff in the ICU noticed intermittent alarm that stated check iab catheter. At 1900 nurse noted blood in the helium delivery line. Perfusionist was notified that the iab was turned off. Iab was replaced. System was turned back on. Pt is in stable condition.